Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v into the patient's eye and the haptic tore, so he enlarged the incision mimimally to remove the lens and replaced it another three piece lens. No sutures were required to close the wound.